Event description:
It was reported that following a successful implantation of an iol, a posterior capsular rupture occurred while the surgeon was attempting to remove the amvisc plus viscoelastic from behind the iol. According to the surgeon, the capsular rupture was small, there was no loss of vitreous, no surgical intervention was needed, the iol remained well centered, and the eye looked normal. Pilocarpine 2% was given immediately postoperative. Acetazolamide prescribed ten days later and discontinued by next visit. Currently, pt takes no medication and no secondary surgical intervention has been done or planned.

Manufacturer narrative:
The surgeon stated that he had difficulty removing the amvisc plus viscoelastic after the implantation of the iol, as the amvisc plus is dispersive and is not staying together as a whole when suctioning. The device was discarded by the user facility therefore an eval could not be performed. Furthermore, the model and lot number were requested but could not be provided by the user facility. The event investigation is underway.